Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while the doctor was performing the cauterization, a "burning" smell emerged. Upon lifting the maryland bipolar forceps, the medical team observed that they were damaged. The team then requested the use of another pair of forceps. The procedure was completed with no reported injury.